Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On june 1, 2026, a return kit was shipped to retrieve the pump for evaluation. Therefore, once we receive the pump and is evaluated, a supplemental report will be submitted.

Event description:
Intera oncology was notified by the implanting physician of an issue encountered during pump preparation prior to implantation. The physician reported that the high-dose heparin saline solution was successfully infused into the pump using the huber needle without any observed resistance or abnormal pressure. When attempting to flush the catheter using the special bolus needle (sbn) and low-dose heparin solution, fluid could not be infused through the catheter. Three separate sbns from three different lot numbers were attempted, and none allowed infusion. Two individuals independently attempted the procedure using both the initial and backup sbns with the same result. The physician confirmed that the sbn tip was fully advanced and in contact with the needle stopper, the sbn clamp was unclamped during the procedure, and the knot had been cut from the catheter tip as instructed. No resistance or pressure was noted during the successful heparin fill via the huber needle. A backup pump was used to complete the implantation procedure.